Event description:
It was reported that a right ventricular [rv] lead warning and polarity switch occurred. It was also reported that the rv lead had elevated impedance and threshold measurements prior to the polarity switch. Review of chronic lead trending showed an abrupt drop in rv lead impedances with multiple low impedance measurements noted. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.